Event description:
It was reported, "due to difficulty in superficial vein puncture, the patient required long-term medication. On (B)(6) 2024, the PICC specialist nurse gave him a peripherally intubated central venous catheter kit and accessories for his left upper limb. He used it normally on may 14, and at 2 am on (B)(6) there was leakage at the site, and careful inspection revealed that the tube was broken above the slug buckle. Subsequently, other tubes were replaced and continued to be used. After replacement, the tubes were used normally and no harm was caused to the patient. It was confirmed it was a partial break." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt catheter was returned for evaluation. An initial visual observation of the photograph showed a groshong nxt catheter placed in the patient¿s arm. A large split was observed in the extension leg of the catheter, just proximal to the suture wing. Although a split was observed in the tubing, no details or distinguishing features of the damage could be discerned from the returned photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "due to difficulty in superficial vein puncture, the patient required long-term medication. On (B)(6) 2024, the PICC specialist nurse gave him a peripherally intubated central venous catheter kit and accessories for his left upper limb. He used it normally on (B)(6), and at 2 am on (B)(6) there was leakage at the site, and careful inspection revealed that the tube was broken above the slug buckle. Subsequently, other tubes were replaced and continued to be used. After replacement, the tubes were used normally and no harm was caused to the patient. It was confirmed it was a partial break." No other information was provided.